Event description:
It was reported that the customer received a no delivery alarm. Customer also reported tiny air bubbles in the reservoir. Customer's blood glucose level at the time 290mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).